Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and found in artemis, the error 32056 was found indicating failure to initialize i2c device pointing to the yaw axis, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 32056 was triggered pointing to the yaw axis replicating the reported event. The usm was then installed onto a fixture test platform (pftp) where agc current was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight ffc was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that universal surgical manipulator (usm) 2 was faulting out with error 32056 at startup technical support engineer (tse) had site hard power cycle and error still returned were able to disable to a three-arm system, staff does not believe they can continue with only three arms. The procedure was aborted with no reported injury.